Event description:
It was reported that stent dislodgment and stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified middle of left anterior descending artery. A 2.50x12mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion due to severe tortuosity and severe calcification. The device was removed from the patient and poba was performed. The device was again used to cross the lesion but it was unsuccessful. The device was again removed from the patient, it was noted that the stent was found to be lifted. When the physician touched the lifted area, the stent got detached. The procedure was completed with a different device. No further complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received for analysis was the delivery catheter. An examination of the balloon section of the device revealed that the stent had detached from the balloon and was not returned for analysis. A clear impression of the stent crimp was visible on the balloon material. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified middle of left anterior descending artery. A 2.50x12mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion due to severe tortuosity and severe calcification. The device was removed from the patient and poba was performed. The device was again used to cross the lesion but it was unsuccessful. The device was again removed from the patient, it was noted that the stent was found to be lifted. When the physician touched the lifted area, the stent got detached. The procedure was completed with a different device. No further complications were reported and the patient's status was good.